Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient suffered from high blood glucose level and diabetic ketocacidosis. Also, the patient was found unconscious. Therefore, the patient was hospitalised due to diabetic ketoacidosis and blood glucose level of 798 mg/dl. Patient stayed in hospital for 30 days. No further information available.

Manufacturer narrative:
Patient city: (B)(6).